Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a pt, an arc was seen and heard from the electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that subsequent testing did not duplicate the reported malfunction.